Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer stated that upon removing device from packaging, the device was prepped per instructions for use and there were no issues found. A 6f sheath was used with a 018 bsx guidewire in the right sfa, and it was found that the catheter / delivery system was deformed by the balloon being dismantled in the midpoint. The balloon did pass through a previously deployed stent that was used for post inflation in a supra stent. The physician removed the distal part of the balloon from the artery with snare wire. There was no injury to the patient. An investigation was completed on the power cross pta balloon device that was not received for evaluation. Based on cine image and a picture of the device post-procedural have been obtained. The cine image appeared to show a stent within the vessel. The post-procedural image showed the balloon burst and separated. The report of a balloon burst has been confirmed but root cause is not determined. The customer indication of experiencing withdrawal difficulties with the balloon burst, and the distal section of the snared piece could not be confirmed.